Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station drawer not opening. A field service engineer replaced the row board cable and inspected it due to outdated hardware. Additionally, the flat flex cable was replaced to address the issue of duplicate addresses. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system drawer jammed wont able to open. Failed to recover. A customer has reported that the delay in dispensing medication was caused by a malfunction. There were no adverse events or injuries reported based on this event.